Event description:
It was reported that the product became warm at the mount while he was testing it during a routine procare visit. No pt involvement.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted when the investigation is completed.